Manufacturer narrative:
Based on the current information provided, the cause of the reported of intra-operative complication is attributed to use / surgical error. Per the surgeon, the thermal injury to the patient's ureter resulted solely due to surgical error in that the surgeon accidently applied energy on the ureter instead of the target (small vessel). From available information, there was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all instruments used in the case were used in subsequent procedures. A review of the site's complaint history found that there were no other complaints for this product. No image or video clips for the reported event were submitted by the customer for review. This complaint is reportable due to the following: it was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient sustained a potential thermal injury to her ureter. As a result, post-operatively the patient had a stent placed in the ureter to resolve the issues. The patient is doing well and is expected to make a full recovery. In this case, the root cause of the reported failure mode and intraoperative complication is due to surgical error.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient sustained a potential thermal injury to her ureter. As a result, post-operatively the patient had a stent placed in the ureter to resolve the issues. However, it was confirmed that there was no allegation of an isi device or system malfunction to have occurred during the procedure. The cause of the thermal injury to the ureter is unknown. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: a fenestrated bipolar forceps and monopolar curved scissors instrument were used with the da vinci x sl0671 surgical system. The lot numbers are unknown. The da vinci surgical system worked as intended, no malfunction occurred. The instrument/accessory inspected by the sterile team prior to use. Application of surgical energy to vascular pedicles was being performed when the thermal damage to the ureter occurred. The surgeon believes that the cause of the intra-operative complication is application of energy too close to the ureter. A prograsp, fenestrated bipolar forceps and monopolar scissors instrument were in use when the intra-operative injury occurred. There was no arcing identified during the procedure. A monopolar cord was not connected to a bipolar instrument. Erbe vio dv generator with the following settings was used: cut: 3, coag: 3. The procedure was completed robotically as planned. The patient experienced inability to pass urine and pelvic/abdominal pain post-operatively and had been examined. Reportedly, the ureter was stented, and the patient has been discharged with full recovery as expected. Photographic images of the device or a video recording of the procedure are not available for review. The following patient demographics were provided: female, 41 years, not obese. Although it is unknown whether the monopolar curved scissors (mcs) or fenestrated bipolar forceps (fbf) instrument was in use at the time of the injury. There was no device malfunction, and no arcing of the instruments during the procedure per the surgeon. The aforementioned instruments have been used during subsequent procedures (as reflected per the logs) with no issues. Per the surgeon, the thermal injury to the patient's ureter resulted solely due to surgical error. The surgeon accidently applied energy on the ureter instead of the target (small vessel). The da vinci system, instruments, and accessories did not cause or contribute to the injury. Subsequently, the instruments will not be returned for evaluation as there was no product issue. The patient is doing well and is expected to make a full recovery.